Event description:
Provider spoke with (B)(4) in customer service ext (B)(4) to advise that the right torsion spring is sloppy on this chair. Provider hung up before any additional information could be obtained.